Manufacturer narrative:
(B)(4). On november 2, 2018, it was reported that the meshgraft unit does not cut. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number 15350 one time as documented in the repair reports in livelink. The last repair was march 11, 2010 where it was reported that the device was returned with no reason given and the cutter was replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on november 12, 2018 revealed that the device was damaged. The calibration was out of specifications. The cutter, roller, side plates, handle, gear, screw, sliding pin and spring all failed visual inspection. Repair of the meshgraft ii was performed by medicrea on november 22, 2018 which included replacement of the cutter, side plates, roller, handle, ratchet gear, ratchet handle screw, sliding pin, and spring. Meshgraft ii, serial number 15350, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the device was damaged. The calibration was out of specifications. The cutter, roller, side plates, handle, gear, screw, sliding pin and spring all failed visual inspection. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device was damaged. The calibration was out of specifications. The cutter, roller, side plates, handle, gear, screw, sliding pin and spring all failed visual inspection. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that meshgraft unit doesn't cut. The event occurred during surgery an alternate device was used to complete the surgery. There was an unknown time of delay. There was no harm to patient/operator.